Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The cardiomems unit was opened to investigate an audible loose component and power issue. A loose screw was found in the main enclosure. It was noted that all internal grounding screws were present and fully secured, and that all external screws on the unit's main enclosure and on the unit's plastic housing were present and fully secured. Thermal damage was noted on two capacitors. The root cause was determined to be a loose screw in the main enclosure caused a short circuit on the printed circuit board circuitry, resulting in thermal damage which interfered with the unit's ability to power on. A manufacturing analysis was conducted to investigate the loose screw. Root cause of the manufacturing analysis determined to be human error: proper number of screws was not counted prior to assembly as specified in manufacturing procedures.

Event description:
This report is to advise of an event observed during analysis confirming that thermal damage was detected on two capacitors on the printed circuit board.